Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool markings on the casing. No irregularities were found on the header or lead barrel. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The s-ICD device and electrode were explanted and replaced with a transvenous ICD system due to oversensing and delivery of inappropriate shock therapy. The device was received at boston scientific's return products department.